Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an dkma declaration which reported the following information: a customer reported that the freestyle libre 2 sensor was consistently reading low compared to capillary result. The customer reported that on (B)(6) 2021, low glucose alarm sounded (< 2.2 mmol/l) and customer self-treated with carbohydrates. A few minutes later customer performed capillary test with result of 5.2 mmol/l. The customer reported on (B)(6) 2021, the low glucose alarm sounded again, against capillary result of 6.3 mmol/l. Additional comparisons of 6.2 mmol/l and 2.8 mmol/l scan against 13.0 mmol/l and 6.4 mmol/l were reported. The customer indicated that due to this issue, "someone intervened" to prevent health consequence but provided no additional details. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Hold kp 9.21 abbott diabetes care received an dkma declaration which reported the following information: a customer reported that the freestyle libre 2 sensor was consistently reading low compared to capillary result. The customer reported that on (B)(6) 2021, low glucose alarm sounded (< 2.2 mmol/l) and customer self-treated with carbohydrates. A few minutes later customer performed capillary test with result of 5.2 mmol/l. The customer reported on (B)(6) 2021, the low glucose alarm sounded again, against capillary result of 6.3 mmol/l. Additional comparisons of 6.2 mmol/l and 2.8 mmol/l scan against 13.0 mmol/l and 6.4 mmol/l were reported. The customer indicated that due to this issue, "someone intervened" to prevent health consequence but provided no additional details. There was no report of death or permanent injury associated with this event.